Event description:
Per the clinic, the patient experienced an infection at abutment site (date not reported) which was treated with oral and topical antibiotics (specific date and duration not reported). However, the issue could not be resolved. The patient underwent a skin revision surgery using silver nitrate on (B)(6) 2023 and subsequently, the patient was treated with topical steroid (specific date and duration not reported).additional information has been requested but has not been made available as of the date of this report.